Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: september 08, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the aiming arm and guide sleeve do not slide together. There was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) aiming-arm 130° f/stat dist lock (part 03.037.013) was received for manufacturing investigation. The article is in an unused condition. During the manufacturing investigation, all relevant and significant characteristics (such as: dimensions) were checked and found to be within specifications. Additionally, the article passed all functional tests. There are no references to the reported issue. The guide sleeve (part 03.037.017) gets interfered by measurement r17 ±0.1mm of the guiding attachment, which prevents the proper sliding into the aiming arm. The measurement r17 ±0.1mm has been checked and the actual value of r17.04 mm is within specifications as defined on drawing. Therefore, it is likely that the failure is caused by an unfulfilled specification of the guide sleeve. No manufacturing related issue for the aiming arm was identified and/or confirmed. Product investigation evaluation: a tfna aiming arm (part 03.037.013) was received at the investigation site with no visible defects. The aiming arm had never been used in a surgery and had no signs of wear. Upon investigation, the guide sleeve appeared to fit properly within the returned aiming arm. Once aligned, the guide sleeve slid into the aiming arm bore as expected without requiring any applied force. The major diameter of the threaded portion of the guide sleeve was checked using a micrometer and found to be 16.537 mm, which is outside the limit of 16.52 mm +0 mm/-0.03mm specified in the relevant drawing. Because this was measured using uncontrolled equipment at the investigation site, the part is pending a manufacturing evaluation to confirm this result. The aiming arm appeared to be in tolerance. If true, this would have made the fit between the aiming arm and guide sleeve tighter, which could make it seem more difficult to insert the guide sleeve. Although the guide sleeve seemed to fit properly in the aiming arm, a manufacturing evaluation will determine if the sleeve is out of tolerance. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.